Manufacturer narrative:
The device was a loaner unit that was no longer needed. The device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the power management board and the system board were observed.